Event description:
It was reported that during a hip arthroscopy using the supermulti vc 50 wand, particles came off of the electrode plate while inside the pt. The particles were retrieved from the pt and the procedure was completed. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the u.s., due to international privacy laws, the pt info was not provided.